Event description:
It was reported that during service and repair pre-testing, it was observed that bay three on the universal battery charger device displayed the red warning indicator lights when the battery device was installed. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further observed that the device did not charge the battery devices. The assignable root cause was determined to be due to wear from normal use and servicing overtime. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.